Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8332677. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with an bd pegasus¿ safety closed IV catheter system blood leakage occurred at non patient end of needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the nurse performed intravenous indwelling needle operation on the patient. After complete injection, the patient was found to have blood returning and the back needle was found to have oozing blood at the back needle, and then the superior nurse was informed to check and then the indwelling needle was removed and the puncture point was pressed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with an bd pegasus¿ safety closed IV catheter system blood leakage occurred at non patient end of needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the nurse performed intravenous indwelling needle operation on the patient. After complete injection, the patient was found to have blood returning and the back needle was found to have oozing blood at the back needle, and then the superior nurse was informed to check and then the indwelling needle was removed and the puncture point was pressed.